Event description:
Complainant alleged that the medics were monitoring a pt (age and condition unknown) with the device in semi-automatic mode, during the second analysis, the device advised shock and subsequently shocked the pt. A subsequent analysis of the event by the facility indicated that the device advised shocked to a non shockable organized pulseless electrical activity heart rhythm. The pt subsequently expired.